Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received a ztlp-p-32-155-ci proximal component and a ztlp-p-32-132-ci additional proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the analysis noted that the devices were patent with no kinks or endoleaks. According to the analysis, the second device was placed completely inside the first device. The patient was discharged from the hospital on (B)(6) 2012 (five days post-procedure). Follow-up CT scans. (B)(6) 2012 (1-month follow-up). Analysis: aneurysm diameter 42 mm. Devices patent and intact with no kinks or endoleaks. (B)(6) 2012 (6-month follow-up). Analysis: aneurysm diameter 42 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2013 (12-month follow-up). Analysis: aneurysm diameter 37 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2014 (2-year follow-up). Analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2015 (3-year follow-up). Analysis: aneurysm diameter 37 mm. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2015 (4-year follow-up). Analysis: aneurysm diameter na ¿ aneurysm resolved. Devices patent and intact with no migration, kinks, or endoleaks. (B)(6) 2016 (5-year follow-up). Analysis: aneurysm diameter na ¿ aneurysm resolved. Devices patent and intact with no kinks or endoleaks. Cranial migration of the additional proximal component was noted. The following comments were made by analysis: the target aneurysm is treated and has essentially resolved. There has been dilation of the descending thoracic aorta at the level of the distal anastomosis with now loss of seal at the very distal aspect of the device, but there is a long segment of seal above this which is protecting the target taa. There is also a small aneurysm at the level of the proximal stent in the device, which has increased slightly in size since 48 months, but is not compromising treatment of the target taa. Patient outcome: the patient has completed the 5-year follow-up. No secondary interventions have been performed to date, and none are planned at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: based on the provided imaging, there was no evidence of proximal migration of either stent graft over the 5 year follow-up period. Both implanted devices appear to be in stable position where they were initially deployed. The stent grafts showed conformity to the aneurysm sac on initial imaging and as the aneurysm resolved the stent graft were allowed to straighten more and show slightly greater length in coverage. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received a ztlp-p-32-155-ci proximal component and a ztlp-p-32-132-ci additional proximal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the analysis noted that the devices were patent with no kinks or endoleaks. According to the analysis, the second device was placed completely inside the first device. The patient was discharged from the hospital on (B)(6) 2012 (five days post-procedure). Follow-up CT scans : (B)(6) 2012 (1-month follow-up). Analysis: aneurysm diameter 42 mm. Devices patent and intact with no kinks or endoleaks. On (B)(6) 2012 (6-month follow-up). Analysis: aneurysm diameter 42 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2013 (12-month follow-up). Analysis: aneurysm diameter 37 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2014 (2-year follow-up). Analysis: aneurysm diameter 58 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (3-year follow-up). Analysis: aneurysm diameter 37 mm. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2015 (4-year follow-up). Analysis: aneurysm diameter na ¿ aneurysm resolved. Devices patent and intact with no migration, kinks, or endoleaks. On (B)(6) 2016 (5-year follow-up). Analysis: aneurysm diameter na ¿ aneurysm resolved. Devices patent and intact with no kinks or endoleaks. Cranial migration of the additional proximal component was noted. The following comments were made by analysis: the target aneurysm is treated and has essentially resolved. There has been dilation of the descending thoracic aorta at the level of the distal anastomosis with now loss of seal at the very distal aspect of the device, but there is a long segment of seal above this which is protecting the target taa. There is also a small aneurysm at the level of the proximal stent in the device, which has increased slightly in size since 48 months, but is not compromising treatment of the target taa. Patient outcome: the patient has completed the 5-year follow-up. No secondary interventions have been performed to date, and none are planned at this time.